Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient received an accolade stem with metal mitch head and mitch cup, (B)(6) 2008. It was reported that the patient reported feeling pain. It was reported that the units were explanted as it seemed the stem had subsided a bit. It was reported that there appeared to be corrosion about the trunnion of the stem.